Event description:
The distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the pediatric patient, that there was no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).